Manufacturer narrative:
Corrected data: the following devices were also listed in this report: unknown hip citation tmzf stem size 6; cat# unknown; lot# unknown. Unknown biolox femoral head v40 +2.5mm 36m; cat# unknown; lot# unknown. Unknown tritanium cup 58mm; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional infomration: an event regarding pain involving an unknown liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor could the root cause of pain be determined because the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. Further information such as operative reports and revision reports, clinical and past medical history, dated x-rays and examination of explanted components are needed to investigate this event further. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It¿s alleged by the attorney through the filing of a claim that the patient underwent a left total hip arthroplasty on (B)(6) 2015 where he was implanted with a stryker citation hip system. It is further alleged that after implantation, the patient has continued to experience "constant and severe hip pain that is increasing in intensity.

Event description:
It¿s alleged by the attorney through the filing of a claim that the patient underwent a left total hip arthroplasty on (B)(6) 2015 where he was implanted with a stryker citation hip system. It is further alleged that after implantation, the patient has continued to experience "constant and severe hip pain that is increasing in intensity.

Manufacturer narrative:
Additional devices listed in this event: catalog: 6265-5206, description: citation tmzf ha short size#6l, lot:45679001; catalog: 6570-0-536, description: delta v-40 ceramic head 36/+2,5, lot:: 51586101; catalog: 500-03-58f, description: primary tritanium hemi solidback cup 58m, lot: d65398. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. An event regarding pain involving a trident liner was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as the device was not returned. A review of the provided medical records by a clinical consultant concluded: ¿as outlined in the extensive medical history and diagnostic workup in this case, the persistent groin pain elicited by hip flexion against resistance is likely related to heterotopic ossification in the iliopsoas tendon and insertion. Unfortunately, the adjuvant post-operative radiation therapy did not completely prevent heterotopic ossification in the area of the iliopsoas tendon. There is no evidence that factors associated with component design, manufacturing or materials are responsible for this clinical situation.¿ a device history review confirmed all devices accepted into finished goods conformed to specification. No other events were reported for the lot indicated. The investigation concluded that the pain was likely caused by the heterotopic ossification in the iliopsoas tendon and insertion. A trend analysis was conducted for the reported failure mode and concluded pain is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It¿s alleged by the attorney through the filing of a claim that the patient underwent a left total hip arthroplasty on (B)(6) 2015 where he was implanted with a stryker citation hip system. It is further alleged that after implantation, the patient has continued to experience "constant and severe hip pain that is increasing in intensity.